Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2021. During the procedure, resistance was felt on the handle and the basket wire broke inside the patient. Reportedly, the size of the stone was not large. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the basket wires were not broken. The working length was found kinked and the sheath was buckled close to the heat shrink. A functional inspection noted that the handle presented difficulties in opening and closing the basket. The reported event was not confirmed. Based on all available information, the difficulties presented when trying to open or close the basket may be related to the buckled sheath close to the heat shrink. Buckled sheath indicates that the handle was actuated with some resistance. The resistance could be related to the kinks on the working length, and this could be caused by user manipulation, some technique applied during procedure, or tortuous anatomy. As a consequence, the buckled sheath provide some difficulties to the movement of the coil when trying to open or close the basket. Therefore, the most probable root cause for the failure found during the analysis is adverse event related to procedure. However, the reported failure of the basket wire being broken was not confirmed during the analysis. Therefore, the root cause for the reported failure is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2021. During the procedure, resistance was felt on the handle and the basket wire broke inside the patient. Reportedly, the size of the stone was not large. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.